Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting return of device.

Event description:
Device/procedure outcome: procedure completed,unable to use device - attempted,different device used (same model) patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: event others (please specify the details in the event description column.). Shaping: unknown after lspv application, the wire became stuck and could not be pulled back. It was thought that pushing the wire resolved the stuck condition, but since the wire movement became resistant, a replacement was performed. Please investigate whether any tissue, etc., was pulled in and separated. Infected: unknown infection name: diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient outcome: no adverse event first time the unit was used: tested prior to use: used before expiry date: generator used ablation catheter used other used event date: 2025-11-11. As reported device codes: 1457: entrapment of device or device component as reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The customer returned the guidewire and a visual and microscopic examination of the returned product was completed, and the following features were observed: - this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. This is a j-shaped product. - the guidewire returned fractured at the distal end and the coil began to become overstretched at approximately 82cm from the proximal weld. - there was a section of overstretched and tangled coil that returned separated from the guidewire; analysis of the coil fracture site suggests that the coil may have been sheared by a sharp instrument. - there was 35.3cm of the core and 43.5cm of the ribbon protruding from the coil. The ribbon was protruding at 136.4cm from the proximal weld and the core was protruding at 142.3cm from the proximal weld. - there was a bend on the core at 0.6cm from the ball weld and 3 kinks on the ribbon at 12.9cm, 14.3cm and 24.1cm from the ribbon fracture point. - the portion of the ribbon behind the distal weld was not visible and permission to deconstruct was granted from the customer. The ribbon was fractured just behind the distal weld. There was biological material at the distal end of the guidewire. - there was evidence of necking at the ribbon fracture points, suggesting that this fracture is due to tensile overload. - there were two kinks at 35.4cm and 36.5cm from the proximal end. - no anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. - no other damage was noted on returned guidewire. Review of the failure matrix analysis rsk-dfmea-000049 rev.11 was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is within the expected levels for the complaint. The classification as reported was "functional: unable to remove" however upon inspection the classification as analysed was determined to be "damaged: fracture/shear". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Device/procedure outcome: procedure completed,unable to use device - attempted,different device used (same model). Patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: event others (please specify the details in the event description column.) Shaping: unknown after lspv application, the wire became stuck and could not be pulled back. It was thought that pushing the wire resolved the stuck condition, but since the wire movement became resistant, a replacement was performed. Please investigate whether any tissue, etc., was pulled in and separated. Infected: unknown . Infection name: diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient . Patient outcome: no adverse event . First time the unit was used: tested prior to use: used before expiry date: generator used ablation . Catheter used other used. Event date: 2025-11-11. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.